Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus) leading to a replacement surgery. The existing balloon was plugged and remained implanted. It was mentioned that during the implant of the new device one cuff was not able to be implanted due to unspecified reasons; an alternate was used to complete the procedure. There were no further patient complications.